Event description:
This is a spontaneous report by a consumer in (B)(6) of peritonitis in a female patient (age not reported) coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose frequency and lot number not reported) intraperitoneally (ip) for chronic renal failure. On an unreported date, the patient experienced peritonitis and was hospitalized. It was unknown whether a peritoneal effluent analysis or culture was performed. Treatment was not reported. The root cause and the outcome of peritonitis were unknown. Action taken with dianeal was not reported. There was no allegation of device malfunction. The reporter did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). In (B)(4) 2001, the patient began dianeal-n pd-4 1.5, dianeal-n pd-4 2.5 and extraneal therapies. On an unreported date, the patient developed infection (B)(6) as a tunnel site infection. On (B)(4) 2011, the patient developed peritonitis. On an unreported date, the patient received unspecified antibiotics. On an unreported date, the (B)(6) and peritonitis resolved. The pd therapies were ongoing. The physician indicated the events were unrelated to the peritoneal dialysis (pd) therapy. (B)(6) was associated with diabetes mellitus. The peritonitis was related to the (B)(6). The patient outcome was good. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.